Manufacturer narrative:
The cause for the initially discordant low result when compared to the patient's historical test results is unknown. There were no other known discordant progesterone patient results reported at the time of the incident. No conclusion can be drawn.

Event description:
A false low advia centaur progesterone result was obtained by the customer on a patient sample and considered discordant when compared to the patient's previous test history. The low result was questioned by the physician and the customer performed repeat testing that confirmed the low result. There was no report of adverse health consequences due to the discordant low advia centaur progesterone result.